Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture and a fiber body break between the control knob and the distal tip confirming the reported clinical observations. A distal circumferential fracture has the potential for forward firing. Analysis did identify devitrification and debris adhesion during technical analysis suggesting fiber usage. It is probable that the identified tissue adhesion on the metal cap surface contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. In addition, it is likely that procedural handling of the device and manipulation during set up may have contributed to the fiber body break. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The IFU cautions to not bend the fiber at sharp angles as damage may occur to the fiber. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed damages and reported events.

Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber overheated after 31 seconds and (B)(4) joules of use. The console prompted an error message indicating that the fiber port overheated and to replace the fiber. The procedure was completed using another device without patient complications. The fiber was returned and analysis identified a body break between the control knob and distal tip, and a distal circumferential fracture that has the potential for forward firing may exist.